Event description:
It was reported that the pt presented to the hosp with possible cardiac arrest. The hosp was unable to get an EKG with the device turned on, and the pt did not have his programmer with him. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.